Event description:
It was reported that a patient alert was triggered, but that the programmer screen is showing an older date, not that of the most-recent alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a high resistance/impedance condition. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010. Alert events on the programmer shows the alert occurred on (B)(6) 2010, 09 in line with the patient alert for the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.